Manufacturer narrative:
(B)(4). Based on the product analysis completed on 7/10/2018, this product event now meets the criteria for MDR reporting. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: deltaxsft10 2 mm x 6 cm (dlx100206/s12463), carnelian marvel (tokai medical products) microcatheter, dcb2 detachment control box. Initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail, was not reported. (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a right gastric artery aneurysm, the 2 mm x 6 cm deltaxsft10 (dlx100206/s12463) was selected for use as the first coil, but resistance was felt in the introducer when the coil was delivered and the coil would not exit the tip of the introducer. The coil was replaced with another 2 mm x 6 cm deltaxsft10 (dlx100206/s12463) coil, but the same issue occurred. The coil was subsequently replaced. The procedure was completed successfully without further incident or delay. Several coils were ultimately placed during the case. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The devices were prepped as per the IFU. Excessive force was not applied when handling the device. No visible product defect/damage was noted prior to the event. Of note, the issue occurred while a "reservoir was placed". A carnelian marvel, (tokai medical products) microcatheter and dcb2 detachment control box were also used for the case. No further information was provided. Two devices were returned commingled. There are two devices involved in this complaint, both with the same catalog number, lot number, and reported failure. The two devices were separated, arbitrarily assigned to the two product investigations, and evaluated. Device a: the distal end of the embolic coil was located in the green introducer. There was blood in the translucent introducer sheath. The device was mostly sheathed. The resheathing tool was broken. There were no apparent kinks or bends in the device positioning unit (dpu) core wire. The ball tip was intact. There was blood on the embolic coil. The embolic coil was kinked near the articulating joint. The articulating joint was damaged. The condition of the resistance heating (rh) coil was obscured by the translucent introducer sheath. There was a small amount of plastic remodeling damage to the v-notch of the resheathing tool. The damage to the embolic coil and articulating joint prevented the embolic coil from advancing. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the device was impeded in the introducer was confirmed. There was a kink in the embolic coil near the articulating joint, and the articulating joint was damaged. Both conditions prevent the embolic coil from advancing through the introducer. While the circumstances surrounding the reported event are unknown, it is likely that the device was damaged by the application of excessive force to the device while it was prevented from advancing. The cause of resistance may have been insufficient flush. The presence of blood in the introducer and on the embolic coil suggests that an insufficient flush was maintained. The IFU states that continuous infusion of an appropriate flush solution is required for optimal performance, and also indicates that the flush should be verified in the event of resistance. Insufficient flush allows blood to back-flow into the microcatheter, which can cause resistance. The resheathing tool is likely to have been damaged in the same event that caused the damage to the embolic coil and articulating joint. One-hundred percent (100%) of devices are inspected in-process at final assembly, including advancing the embolic coil out of the introducer and retracting it back in. Damage to the embolic coil or articulating joint such as that observed in this device would be rejected at this step. Thus, it is unlikely that the device left the manufacturing facility with the observed damage to the embolic coil or articulating joint. With review of the analysis and the device history records there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. While the exact root cause cannot be conclusively determined, the evidence as received highly suggests that procedural and handling factors addressed in the instructions for use related to the unsheathing/advancement process may have contributed to the event and damages noted on the returned device. The circumstances of how and when the damage occurred cannot be established as all microcoil systems are tested prior to final packaging. Furthermore, it cannot be determined to what extent (if any) that all the unreported damage found to the device may have contributed to the field complaint, as it cannot be determined when the unreported damage occurred. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are this report and 3008114965-2018-00670.

Event description:
As reported by a healthcare professional, during a coil embolization of a right gastric artery aneurysm, the 2 mm x 6 cm deltaxsft10 (dlx100206/s12463) was selected for use as the first coil, but resistance was felt in the introducer when the coil was delivered and the coil would not exit the tip of the introducer. The coil was replaced with another 2 mm x 6 cm deltaxsft10 (dlx100206/s12463) coil, but the same issue occurred. The coil was subsequently replaced. The procedure was completed successfully without further incident or delay. Several coils were ultimately placed during the case. No patient complications occurred as a result of the event. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The devices were prepped as per the IFU. Excessive force was not applied when handling the device. No visible product defect/damage was noted prior to the event. Of note, the issue occurred while a "reservoir was placed". A carnelian marvel, (tokai medical products) microcatheter and dcb2 detachment control box were also used for the case. No further information was provided.